Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that during the pt's clinic visit when the pt was connected to the power module, the pump stopped. The pt was placed back on battery power. The pt was given a modified pt cable. The pt's driveline was evaluated for a suspected fracture. X-rays were taken and it appeared that there might be an internal fracture at the connection to the pump. The pt's pump was exchanged.

Manufacturer narrative:
The device was returned to the MFR, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.